Event description:
It was reported, the patient woke up three days earlier at 3:00 am in pain and noticed redness and blistering around the area of spine where the wires were located, over the implant location, and on the side. The patient saw her health care professional (hcp) the next day and the hcp stated that she was allergic to something. The next day, the patient went to another physician who stated that it looked burned. The patient's blisters had gone away but then others appeared. The patient had not slept in three days. The patient had vomited twice. No pain medicine that her pain doctor prescribed was "touching her device." The patient's pain was in the back, hip, and down the legs. The patient was worried she wasn't urinating enough. Two hcps ruled out shingles. The patient had diabetes and cystitis. For the cystitis the patient would normally take a shot every day, however, since the event started she had not taken one. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had blisters on her "bottom" and pain at her implantable neurostimulator (ins) site; the patient's pain had been getting worse since her ins was implanted. The patient had not informed her primary physician of the pain. The implanting physician determined that the blisters were not related to the patient's ins system and sent the patient to a dermatologist who tested her samples and concluded that the blisters origin was indeterminable. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID, 3889-28 lot# v872900, serial# implanted: 2012 (B)(6), explanted: product typ lead product ID, 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).